Event description:
New information received on (B)(6) 2022 indicating that the patient presented for procedure on (B)(6) 2022 and the lead was capped and replaced. The patient did not experience any complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing chest pain, but no chest pain was noted upon arrival. It was unknown what had caused the chest pain. Upon device interrogation, the right ventricular lead exhibited noise dating back to (B)(6) 2018. No intervention was performed. The patient was discharged and would continue to be monitored.

Event description:
New information received indicating that the patient presented in clinic on (B)(6) 2020 for follow up with no complaints. Upon device interrogation, the right ventricular lead continued to exhibit noise. No intervention was performed. The patient would be continued to be monitored.

Event description:
New information received on may 14, 2020 indicating that the patient presented remotely via merlin.net transmission. Intermittent noise continued to be observed. No intervention was performed. The patient would be continued to be monitored.